Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and was subsequently admitted to the hospital due to an elevated blood glucose (bg) level of 480-490 mg/dl; due to needing settings adjustments. Customer attempted to self-treat with a bolus via the pump; however was treated intravenously with fluids of saline and insulin at the hospital. Customer was released on 11/27/23 with issue resolved. Customer followed up with healthcare provider to adjust settings to better meet their diabetic needs.